Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was sent for downstream occlusion testing and passed. The device was determined to meet all product specifications related to the reported event. The reported failed downstream occlusion testing was not verified. Should additional relevant information become available, a supplemental report will be submitted.